Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported failure to advance, kinked shaft and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the proximal left circumflex coronary artery. During the attempt to advance the 2.8x16 mm graftmaster stent system to the perforation, resistance was felt due to the patient anatomy and the shaft kinked. The graftmaster device was replaced with a non-abbott perfusion balloon catheter, and the perforation was sealed without any issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.